Manufacturer narrative:
An event regarding dislocation & patient factors (hematoma) involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "on (B)(6) 2012 a primary left total hip arthroplasty was performed for a diagnosis of avascular necrosis of the left femoral head...a dall-miles cable and sleeve was placed around the neck for a crack in the calcar during the surgery...on (B)(6) 2015 it was noted, "last night dislocated, reduced in the emergency room. Mars MRI of the left hip noted a cyst in the iliacus muscle, some fluid in the hip area. X-ray: no change noted. Also to the lesser greater trochanter is somewhat less than on the right side with some shortening of the left lower extremity. Plan: biopsy of the cyst, which is likely a hematoma." On (B)(6) 2015 the left hip was aspirated of 40cc's of fluid and 5cc's of omnipaque were noted around the stem and greater trochanter...(B)(6) 2015 x-rays are three views of the left hip noting an anterior dislocation in two views and the same day notes it reduced...on (B)(6) 2015 there are three views of an anterior dislocation and one view of the reduced hip on the left...on (B)(6) 2015 there is a mars MRI. Report consistent with a hematoma and fluid from multiple recurrent dislocations. No pseudotumor or diagnosis of altr is gained from this study. There is no examination of the explanted components, no histopathology report, and no mars MRI diagnostic of altr available. Some corrosion after three years in situ limited to the head/trunnion junction is not unexpected or diagnostic of pathology due to altr. Anterior dislocation in extension and external rotation is likely to be recurrent and was due to inadequate tissue tension and leg length discrepancy. There is no evidence this clinical situation was the result of factors of faulty component design, manufacturing, or materials." Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there are 2 other events for the lot referenced, however, they are for the same patient. Conclusion: an event regarding dislocation & patient factors (hematoma) involving a trident liner was reported. Review of medical records confirmed the event. Clinical review notes the root cause is likely due to inadequate tissue tension and leg length discrepancy as noted: "some corrosion after three years in situ limited to the head/trunnion junction is not unexpected or diagnostic of pathology due to altr. Anterior dislocation in extension and external rotation is likely to be recurrent and was due to inadequate tissue tension and leg length discrepancy. There is no evidence this clinical situation was the result of factors of faulty component design, manufacturing, or materials." No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Per medical review: "on (B)(6) 2015 it was noted, "last night dislocated, reduced in the emergency room. Mars MRI of the left hip noted a cyst in the iliacus muscle, some fluid in the hip area...biopsy of the cyst, which is likely a hematoma."